Event description:
The patient was undergoing a thrombectomy procedure to treat an m2 occlusion of the middle cerebral artery (mca) using a benchmark bmx96 access system (bmx96), penumbra system red 62 reperfusion catheter (red62), and a velocity delivery microcatheter (velocity). After approximately halfway into the procedure using the red62 and velocity, the physician noticed the proximal end of the bmx96 had fractured. The physician continued and successfully completed the procedure using the red62 and velocity. Afterwards, the physician removed the red62, velocity, and bmx96 and noticed a minor hematoma had occurred at the proximal femoral artery. The patient was then transferred to the intensive care unit (ICU) to recover.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned bmx96 revealed kinks on the proximal end and a hole was present at one of the kinked locations. This damage is likely the reported fracture. If the device is manipulated at extreme angles during use, damage such as kinks may occur. Further evaluation revealed damage at the distal tip. This damage is likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.